Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 4000 c311 stand alone system for one patient. The initial result was 120 mmol/l, and the repeat result on another analyzer was 132.6 mmol/l. The customer repeated the sample on the other analyzer because they considered the initial result to be low in reference to the patient's previous results.

Manufacturer narrative:
A field service engineer (fse) discovered that there was an issue with the rinse unit, specifically with dirt in the tubes, causing improper cuvette cleaning. The fse cleaned the rinse station tubes, successfully resolving the issue. It was also discovered that the customer is using a very short centrifugation time compared to what is recommended. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The data provided indicates a good performance of the ion-selective electrode (ise) measuring system from a stable ise check and issues with calibration. Most of the qc results are also out of range. The investigation determined that the root cause is due to an operator handling problem.